Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer received unspecified high sensor scan results compared to a competitor brand meter. The customer experienced a loss of consciousness and had contact with a healthcare professional, however, no treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software. The sensor was found to be in sensor state 6 (indicating normal termination). The sensor was further investigated and de-cased; no issues were observed. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer received unspecified high sensor scan results compared to a competitor brand meter. The customer experienced a loss of consciousness and had contact with a healthcare professional, however, no treatment was reported. There was no report of death or permanent injury associated with this event.